Event description:
It was reported that the day following a tumor ablation procedure, the patient expired. It was noted that the patient experienced significant brain swelling which resulted in rapid neurological deterioration. The swelling was noticed on the CT scan approximately 24 hours after the procedure. If additional information is received a follow up report will be submitted.